Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in a motor error alarm loop during the bolus/basal delivery. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.

Event description:
The company representative reported that the insulin pump alarmed motor error during the priming process. The blood glucose reading was 7.9 mmol/l. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.